Event description:
It was reported that stent partial deployment and damage occurred, resulting in additional intervention. The 80 % stenosed target lesion was located in the severely tortuous and mildly calcified superficial femoral artery. A 7x150, 130 cm eluvia was selected for use. During the procedure, upon stent deployment using the turn wheel, the turn wheel failed to retract the deployment sheath halfway through. The stent was deployed 50 cm out of 150cm. The physician had to pull the delivery system, which elongated the stent approximately 100cm, requiring additional intervention. The device was pulled out of the body, and an additional angioplasty was performed. It was noted that the patient experienced discomfort and pain; however, the patient condition was stable after the procedure.

Event description:
It was reported that stent partial deployment and damage occurred, resulting in additional intervention. The 80 % stenosed target lesion was located in the severely tortuous and mildly calcified superficial femoral artery. A 7x150, 130 cm eluvia was selected for use. During the procedure, upon stent deployment using the turn wheel, the turn wheel failed to retract the deployment sheath halfway through. The stent was deployed 50 cm out of 150cm. The physician had to pull the delivery system, which elongated the stent approximately 100cm, requiring additional intervention. The device was pulled out of the body, and an additional angioplasty was performed. It was noted that the patient experienced discomfort and pain; however, the patient condition was stable after the procedure.

Manufacturer narrative:
H6 - evaluation method codes and evaluation conclusion codes: updated.